Event description:
A patient reported experiencing inaccurate high results with an otu meter. The patient's blood glucose results were 386 mg/dl (meter), 280 mg/dl (lab). Tests were done within 10 minutes with a difference of 38%. Patient did not experience any adverse events. No further information has been reported.